Manufacturer narrative:
The device is reported to be available for evaluation, however, it has not yet been received.

Event description:
The event occurred on an unspecified date and involved a pressure tubing, non-sterile, 60" length with polycarbonate luers where the customer reported that the luer was cracked. There was unknown patient involvement; harm was not reported as a consequence of this event. No other information was provided.

Manufacturer narrative:
A series of photos were shares by customer, where customer is pointed to a crack on the female luer, additionally some damage on the male luer is noted. One (1) used. List # 0008-00-0293-10, pressure tubing - non-sterile - 60" length with polycarbonate luers (rev. Ad) connected to an unknown, extension tubing were returned for evaluation. As received a crack on the female luer and visible crazing were observed. The returned set was tested and a leaked from the crack. Complaint of cracks can be confirmed. The probable cause of the crack is indicative of environmental stress cracking during use. The lot history was reviewed. No nonconformities were identified that may have contributed to the reported complaint.